Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the 2d images were dark, almost all back, and the user was unable to see the anatomy. Fluoro and rad gain calibrations were run prior to the surgery. Did not receive any errors during calibration and was successful at passing the calibration. There was no patient impact reported and a delay to surgery of 1 to 2 hours.